Manufacturer narrative:
(B)(4) date sent: 11/17/2016. Batch # (B)(4). The analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 10 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify the event as you stated "clips fell off of the device" and also stated spitting clips under the event description. Did the clips eject (spit) from the jaws of the device and the clip tore the tissue? Yes. If yes, was the clip scissored? Unk. If not, did the device jaws tear the tissue? No.

Event description:
It was reported that during an unknown procedure, the clips fell off of the device and they tear up the tissue instead of clamping. Another like device was used to complete the procedure. There were no adverse consequences for the patient.